Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for battery out limit, low reservoir, and failed battery test. The customer's blood glucose level was unknown. The customer declined to troubleshoot. The customer was assisted with programing pump and rewinding. The customer was advised to monitor the device.